Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of ict sample diluent, list number 02p32-11, lot number 31950un23. The ict sample diluent used to analysis of electrolytes on architect c16000 processing module. A search by product lot did not identify an increase in complaint activity. A review of tracking and trending data did not identify any related trends for the product for the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect c16000, serial number (B)(6), or ict sample diluent lot number 31950un23.

Event description:
The customer observed falsely decreased sodium results on architect c16000 processing module on one patient. The results provided were: (B)(6)2023 sid (B)(6)initial= 112.91 mmol/l /repeated on another analyzer architect (B)(6)= 134 mmol/l there was no reported impact to patient management.

Event description:
The customer observed falsely decreased sodium results on architect c16000 processing module on one patient. The results provided were: 30nov2023 sid (B)(6) initial= 112.91 mmol/l /repeated on another analyzer architect c1600600= 134 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.